Event description:
The customer reported that the unit failed the defib opcheck test and also was unable to deliver defibrillation.

Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.